Event description:
The reporter states doing back to back blood glucose tests, within 10 minutes, using separate finger sticks. Rptr's meter results were 35, 270, 103mg/dl. Rptr did not have any symptoms. Rptr states received er1, er2, er3, er4, er5 and er6 messages. On f/u, the rptr states checking the confirmation dot, and described an accurate technique of applying blood. Rptr states having used control solution on the test strip holder and meter, though rptr had not cleaned the meter for the past year. No harm was alleged.